Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead was noticed to be dislodged on fluoroscopy. The lead also exhibited low p-waves, no capture as well as impedance problem. The lead was explanted and replaced. The patient¿s condition was normal, and the plan is to proceed with normal routine follow-up.

Manufacturer narrative:
Additional information: h6. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.